Event description:
It was reported that the patient received a tm glenoid on (B)(6) 2012. On (B)(6) 2012 the patient was revised due to a subscapularis tear of the operative shoulder.

Manufacturer narrative:
Investigation in process.